Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device data logs showed messages indicating ECG fault. However, the device was put through extensive testing including running shock testing, resistance testing, impedance testing, off current testing, hla testing, and fast testing without duplicating the report. The report was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No accessories used at the time were returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.